Event description:
It was reported that the patient experienced inadequate and loss of stimulation due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.